Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio then replaced the biphasic pcb assembly and completed unrelated repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed biphasic pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u12.

Event description:
The customer contacted a physio-control to report their device was intermittently failing the user test. The issue was discovered during an equipment check. There was no patient use associated with the reported event. Upon evaluation of the device, physio observed an event code in the memory and that the unit would intermittently not provide defibrillation.